Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 320 mg/dl. The customer was sick and had a high blood glucose level when he woke up so he gave himself a bolus but got a motor error alarm. A couple of hours after clearing the alarm and rewinding the insulin pump, the customer still had high blood glucose levels so he gave himself another bolus but got another motor error alarm. Troubleshooting was not able to resolve the issue because the insulin pump alarmed motor error alarm during bolus. It was advised to discontinue the use of the insulin pump and revert to a backup plan. The device was returned for analysis.